Event description:
The customer reported unknown errors. Further information was received from the fse indicating that the mainframe portion of the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A system supply was evaluated and replaced to correct the alleged issue. The system was tested and found to be working as intended and returned to service.